Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not turning on, and the alarm was oscillating. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote engineer (rse) noted that the customer's v60 ventilator was not turning on, and the alarm was oscillating. A proposal for service was provided. The investigation is ongoing.

Manufacturer narrative:
H10: a service engineer (se) evaluated the device and reported that the board responsible for the power management (pm) voltage was damaged. A service proposal was sent to the customer to replace the suspected part. The investigation is ongoing. H11: d4 - product UDI.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported on (B)(6) 2024 that the power management (pm) board was replaced to resolve the issue. The device was returned to service.